Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (no charging batteries) was confirmed. Upon investigation, the battery charger failed a battery charging test. The cause for the failure was isolated to a shorted u13 cmos flash micro-controller. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The patient received a replacement battery charger/modem.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger wasn't working. The patient was issued a replacement battery charger/modem.